Event description:
It was reported that (1) lcsc5 was used during an laparoscopically assisted vaginal hysterectomy procedure. It was reported by the rep that the lcsc5 locked up in the case using a luke handpiece (hp052) with the new cap. The surgeon got a solid tone and switched out the lcsc5 for a new one and it worked fine. There was no consequence to pt.